Event description:
It was reported that a user new to the ilet experienced postprandial hyperglycemia with glucose rising to 230 mg/dl after meal announcement, later trending in the 180s, and received education on expected early-use glucose variability and algorithm function. Symptoms included no reported clinical symptoms. Outcomes included no alerts, no alarms, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education regarding device operation and algorithm behavior. Investigation of this case revealed no device malfunction or component issue identified, with hyperglycemia attributed to early adaptation and meal-related variability. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and consistent with cause unclear hyperglycemia during early therapy use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.